Manufacturer narrative:
The product was not returned. However, the reported behavior is consistent with a known issue in which an internal corrective action was initiated. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, upon removal of the specimen from the catheter, there appeared to be a thin line of plastic that separated or sliced from the 180 catheter and came out along with the specimen (approx. 53cm). There was no patient injury.